Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that after the coil was implanted, detachment was attempted three times with the instant d etacher but these attempts failed. Manual detachment was then attempted but this also failed. The device was then safely removed from the patient.

Manufacturer narrative:
H3: the pusher was found broken distal to the break indicator with the release wire also found broken. The proximal segment (actuator interface, positive load indicator, break indicator and coupler tube) was not returned for analysis. The break at this location is indicative that a manual detachment was attempted at this location. The axium prime pusher was found bent at ~5.0cm from the proximal end. The coin was found present and still against the lumen stop with the shield coil present and intact. The implant coil was still attached to the pusher. The implant coil was found stretched and damaged with the polypropylene filament intact. The exposed release wire was retracted, and the wire did not move freely. A detachment was then attempted by breaking the pusher distal to the bend and the release wire was pulled. The release wire did not retract and was stuck within the pusher. The distal outer jacket was removed, and dried blood was found within the jacket and lumen stop. The device was put into an ultrasonic cleaner to dissolve the dried blood. The release wire was then retracted, and the coin came out of the lumen stop, releasing the implant coil. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.0029¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring was found to be damaged and the inner diameter could not be measured. No damages or irregularities were found with the coin. No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was confirmed as the device was returned with the implant coil still attached. The likely cause of the non-detachment is the release wire broke during detachment attempt by the physician, leading to the release wire not retracting the coin out of the lumen stop and subsequently causing the implant coil to not detach. The dried blood found within the lumen stop likely contributed towards the resistance. After the dried blood was dissolved, retracting the release wire successfully detached the implant coil. As the proximal pusher segment was not returned for analysis, any contribution of the proximal segment towards the non-detachment could not be determined. The retainer ring was found damaged, indicative that excessive torsion was experienced by the pusher/implant. Potential contributors are patient vessel tortuosity, attempts to advance or retract device against resista nce, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and incompatible catheter. The pusher was found bent and the implant coil was found stretched and damaged. Possible causes are incompatible catheter, lack of hydration prior to procedure, continuous flush not administered during procedure and tortuous anatomy. As the device was returned without its protective dispenser coil and introducer sheath, the damages could have occurred during the return shipping to medtronic for analysis. There was no non-conformance to specification identified that could potentially contribute towards the non-detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was detachment failure of the axium coil. The patient was alive with no injury, and no additional event information was available at the time of the report. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 11mm.